Event description:
User experiencing erratic sodium results. The following examples were provided: patient 1 initial result 129 mg/dl, same sample repeated gave result of 141 mg/dl. Patient 2 initial result 140 mg/dl, same sample repeated gave result of 132 mg/dl. Nl information provided to determine if results were used to guide therapy. The field service representative was unable to determine cause. The samples are not available for further investigation.